Event description:
It was reported that pt was stable and rn called to troubleshoot her central lumen aline. Rn reported a completely flat waveform with no numbers present. Rn stated that the aline was slaved "to the monitor" and monitor was the source selected on pump. The aline was patent and flushed with no difficulty. The waveform on the bedside monitor was good and pressures were good. The clinical support specialist (css) explained to rn that if the waveform was good on the monitor then there must be an issue with the signal related to the slave. Rn had already switched the cable with no improvement. Css recommended that rn switched the central lumen to a direct connect to the pump. Css and rn discussed why although slaving can be done, it is not the recommended method. Css offered to assist rn while rn did the switch, but rn stated that she needed to locate a cable. Rn said she would have no difficulty in making the switch.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.